Event description:
Pt received a vaginal sling for stress urinary incontinence made from peri-guard, which is not a labeled indication in 1999. She also had a vaginal hysterectomy at the same time. On 11/10/1999, the surgeon telephoned bio-vascular to inform that the pt was experiencing vaginal discharge and abdominal pain. These symptoms were reported to the surgeon on 10/21/1999. The peri-guard patch was explanted in 1999. It has not yet been returned to bio-vascular. The surgeon has been informed that this is not a labeled indication for this device. See section h-10 for additional discussion.